Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek xs (cc-xs meter cpl). Customers therapeutic range is 2.5 inr to 3.5 inr. At 11:14 am on (B)(6) 2024 the patient received a result of 8.0 inr on the meter. At 2:15 pm on (B)(6) 2024 the patient received a result of 6.16 inr from the lab. The reagent used by the laboratory is not known. It was reported that the patient is anemic and does have anti phospholipid antibodies.

Manufacturer narrative:
Cc-xs meter cpl serial number is (B)(6). The meter and test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.